Manufacturer narrative:
The device has been received for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Medtronic received report that during a coiling embolization of the right hypogastric artery, a coil was seen to exit the side of the catheter and not from the distal tip of the catheter. The patient was treated with another catheter. No patient injury was reported because of the procedure.

Manufacturer narrative:
The microcatheter was returned for analysis. The microcatheter body was found to be accordioned, kinked and flattened. No issues were found with the microcatheter distal tip. The microcatheter was then tested by running an in-house 0.0265¿ mandrel through the hub and distal tip. The mandrel could not pass through the microcatheter, as it became stuck within the damaged locations. The entire surface of the microcatheter body was examined under magnification and no holes, punctures or ruptures were found. The microcatheter was flush and found to be occluded with what is likely dried, clotted blood. Based on the device analysis and reported information, the report of puncture (hole) could not be confirmed. No holes, punctures or ruptures were found with the returned microcatheter. However, the microcatheter was found to be occluded. The microcatheter body was found to be damaged. The damage indicates there was excessive force used when pushing and pulling on the device. However, the cause for the damages could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the microcatheter¿s instructions for use (IFU): never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. If information is provided in the future, a supplemental report will be issued.